Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion; the estimated remaining longevity decreased more than expected by the physician. It was also reported that the left ventricular lead threshold was slightly elevated. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.